Event description:
Customer reported experiencing a past high blood glucose event, and the suspected cause of the high level was unknown. There was no specific value reported; the display simply showed "high." Cause was not known. Customer was not incapacitated and did not require third-party assistance. To resolve the high blood glucose, customer changed their infusion set and took multiple daily injections. Control iq feature was active during the event. Although customer was experiencing frequent high blood glucose levels, they declined further assistance.